Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose while using the ilet bionic pancreas, with a recorded glucose of 61 mg/dl and device alerts for low glucose; the user consumed apple juice and was advised to refrain from a meal announcement due to the low reading. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates and no medical intervention or assistance. Investigation included complaint intake review and troubleshooting with user education on low glucose management. Investigation of this case revealed no device malfunction or component failure and no user injury, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.